Manufacturer narrative:
(B)(4). Reported on august 23, 2016 for patient identifier (B)(6), manufacturing number 3007966929-2016-00067 initial submission was reported in error. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: august 24, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. The batch record review resulted in a discrepancy which was previously investigated and is now closed. On the base of information received, the previous investigation concluded that the true root cause for the issue "loss of physical integrity of unometer safeti plus product" cannot be identified. No corrective actions are required at the moment. Trend of such complaints issue will be monitored through the post market product monitoring review process. No additional investigation is needed.

Event description:
It was reported that the urine meter failed to drain from the chamber to the bag. No further information was provided including patient details, treatment or outcome.